Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had experienced a high blood glucose (bg) level of 290 mg/dl. The customer administered a manual injection to address their bg. The customer stated that it was not related to the pump or supplies and declined troubleshooting with tandem technical support. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. Reportedly, the customer would use manual injections as alternate insulin therapy.